Event description:
Event description boston scientific received information that this pacemaker patient, had his pacemaker explanted, and ventricular lead surgically abandoned while vacationing in germany, due to a syncopal episode. After a pre-syncopal episode prior to his vacation he was evaluated by his own physician. At that time the device showed decreasing r waves amplitude from 12mv to 2 mv. There were also many episodes of noise on the ventricular channel, that was logged as ventricular tachycardia episodes. The plan was to explant and replace the device after the patient's trip.it was thought that the syncope was due to a lead problem, the device was prophylactically explanted due to being included in the fm1 advisory. The 4 inch segment of lead with apparent visual damage and the device are being returned for analysis.